Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from three different patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing or an unexpected reagent performance had contributed to the result could not be ruled out entirely. The investigation found no evidence to suggest the customer's vitros eci system performed unexpectedly. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from three different patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. (B)(6) biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside of the laboratory; however; no treatment was given, changed, or withheld. There were no allegations of harm as a result of the events. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).